Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. It was noted that the battery status is at beginning of life (bol) and the elective replacement indicator (eri) value is not set. A message indicating the battery replacement indicator had been reached on january 1, 2000 was observed. Technical services (ts) requested that a patient data file needs to be sent in order to confirm reason for disablement. Ts reviewed the device data and discussed this is a false positive remote monitoring disabled due to magnet exposure. It is confirmed the device remains functional without radio frequency (rf) communication, the device therapy and full inductive (wand) communication are available. The device replacement is not recommended. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.